Manufacturer narrative:
Patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient encountered infusion set tubing detachment from the connector on (B)(6) 2024. The site of insertion was abdomen. The infusion set was in use for 1 day. No further information available.